Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unresponsive button and damage. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was no longer working, the buttons were unresponsive and it was alarming but the customer was not able to see the alarm or clear the alarm. It was also reported that where the drive support cap was located was severely damage. There was no indication of troubleshooting or the issue being resolved. It was reported that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. The insulin pump time/clock moved. The insulin pump had unresponsive all buttons due to unlocked lcd keypad connector. The insulin pump had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, broken off end cap and missing end cap sticker.